Manufacturer narrative:
The lens was exchanged on 28/jan/2020 with a different model/longer length lens and the problem resolved. H6 - patient code 3191: no code available (secondary surgery, lens exchange). Claim# (B)(4).

Manufacturer narrative:
Sex:unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -5.50/0.5/90 (sphere/cylinder/axis) , implantable collamer lens was implanted into the patients left eye(os) on (B)(6) 2015. Low vault and refractive change overtime was observed. Lens remains implanted. The reporter stated " we are asking for an icl exchange because of touchdown and myopization". If additional information is received a supplemental medwatch report will be submitted.